Manufacturer narrative:
(B)(4) additional information was requested and the following was obtained: were the 3 sutures broken during knotting or did any suture broke before use on the patient? All 3 sutures broke during knotting in patient . Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Affected sutures were discarded. Unopened samples will be returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2021-11713, mw # 2210968-2021-11714

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2021 and suture was used. The suture broke during knotting. No adverse patient consequences were reported. The surgery completed with suture from different lot. Additional information was requested.